Event description:
Three ave stents were successfully placed in the right coronary artery. First, a 3.0mm x 18mm micro stent ii was placed in the distal right coronary artery. A 3.0mm x 30mm micro stent ii was then placed proximal to the first 18mm stent. A third stent, another 3.0mm x 18mm micro stent ii was placed proximal to the 30 mm stent. Two days post procedure the pt experienced subacute thrombosis proximal to the most proximal 18 mm micro stent ii. No further info is available at this time.